Event description:
Device of concern is medline endotracheal tube size 3.0 (ref = dynjaetc30). Cuff of this endotracheal tube is too large and rigid for safe use in infants. When deflated, there are stiff ridges that cause resistance at vocal cords when insertion or removal is attempted. Inability to remove ett was experienced requiring unanticipated ICU admission. Furthermore, the cuff is too large and positioning the entire cuff below the cords risks unintended endobronchial intubation.